Event description:
It was observed during the device evaluation that the autoclavable camera head exhibited multiple issues, including image blurring, cable water leakage, coupler water ingress, ccd (charge-coupled device) water exposure, and electrical contact corrosion. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the cable water leakage and coupler water ingress, along with ccd (charge-coupled device) water exposure, occurred due to a component failure. Image blurring was also observed during the evaluation which occurred due to charge-coupled device water exposure, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.